Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the communication issue was present on arm 3 upon arrival. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a vinci-assisted malignant hysterectomy surgical procedure, the system had reoccurring recoverable errors on the universal surgical manipulator (usm) 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed multiple errors 31266 on the usm3. The customer disabled the usm3 to continue. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The reported errors were confirmed via logs and replicated in-house during testing. The logs indicated a 31226 error on usm 3, specifically pointing towards the clock spring fiber. When tested on an in-house system in normal mode, the unit did not trigger any errors. However, when tested on a test platform, it failed the fiber test on the clock spring. To resolve this issue, a golden clock spring fiber was installed, and the unit successfully passed the fiber test and all other required tests. Isi followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. There was no patient injury.